Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found the leak was coming from the uv light hose fitting. While onsite, the technician was informed that user facility personnel had recently tightened the hose fitting on the uv assembly. The hose fitting had been overtightened by facility personnel causing damage to the seal and the reported event to occur. User facility personnel should ensure that maintenance activities are performed by steris or steris-trained service personnel. The system 1e processor operator manual (1-1) states, "warnings: repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage. The technician replaced the hose seal, tested the unit, confirmed it to be operating according to specification and returned it to service. The technician counseled facility personnel on proper maintenance activities, specifically properly tightening the hose fitting. No additional issues have been reported.

Event description:
The user facility reported that their system 1e processor was leaking water onto the floor. No report of injury.